Event description:
It was reported to philips that the customer requested just a replacement battery with no engineer evaluation. The device was not in use on a patient and no adverse event to a patient or user was reported.